Event description:
It has been reported to philips that the system would not boot up and produced error messages. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system on-site. Analysis of the system logs confirmed that the system was down at the time of the event. Troubleshooting determined that the issue was most likely caused by sporadic software changes in the boot sequence in the cpu bios. The boot sequence in the cpu bios had changes itself, leading to the disconnection of the backup drive w. As part of the troubleshooting, fse corrected the boot sequence, and a functional check was conducted. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.